Event description:
The customer reported a leak at the baths of the coulter act diff 2 analyzer. The volume of the leak was about ½ cup and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found two leaks inside the instrument. The fse found that the waste line going to the drain was pinched and was causing the baths to overflow. The fse straightened the line and the leak at the baths was fixed. The fse also found a leak at the rinse cup for the instrument was worn and was leaking. The fse replaced the rinse cup and the leak was fixed. The fse also found that the instrument was giving rbc voteouts. The fse replaced the wbc bath and the instrument ran giving proper rbc results. Per conversation with the fse, he could not provide a specific failure mode, however the leak was repaired by replacing the wbc bath. (B)(4).